Event description:
The peritoneal dialysis (pd) patient reported to fresenius they were diagnosed with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain, nausea and cloudy peritoneal effluent fluid noted at home. It was reported that the patient was out of the immediate area when they were hospitalized and the outpatient clinic was unaware of the admitting facility. As a result, laboratory findings and the patient¿s treatment course while hospitalized were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to an unknown etiology. Per the patient¿s pdrn, there was no evidence of a leak, fluid intrusion into the cycler or any breakages to the cassette and/or patient line. The patient was discharged home on (B)(6) 2025 and presented to the outpatient clinic for follow-up where they were prescribed intraperitoneal (ip) vancomycin and ip ceftazidime per clinic protocol to address the infection at home. The patient is recovering from this event as she remains asymptomatic. The patient remains on ccpd therapy on the same liberty select cycler as before this event. The pdrn was unable to report any causality and/or temporal relationship to pd therapy and attempts to contact the patient for clarification were unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: it was unknown whether a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, nausea and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined. It is well known that most peritonitis infections stem from a contamination event to an indwelling catheter, either through touch contamination or a lack of integrity of the catheter itself. Regardless, in the absence of the required information, the source of infection cannot be determined, and the liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius they were diagnosed with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain, nausea and cloudy peritoneal effluent fluid noted at home. It was reported that the patient was out of the immediate area when they were hospitalized and the outpatient clinic was unaware of the admitting facility. As a result, laboratory findings and the patient¿s treatment course while hospitalized were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to an unknown etiology. Per the patient¿s pdrn, there was no evidence of a leak, fluid intrusion into the cycler or any breakages to the cassette and/or patient line. The patient was discharged home on (B)(6) 2025 and presented to the outpatient clinic for follow-up where they were prescribed intraperitoneal (ip) vancomycin and ip ceftazidime per clinic protocol to address the infection at home. The patient is recovering from this event as she remains asymptomatic. The patient remains on ccpd therapy on the same liberty select cycler as before this event. The pdrn was unable to report any causality and/or temporal relationship to pd therapy and attempts to contact the patient for clarification were unsuccessful.